Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received that the scs implantable pulse generator (ipg) was replaced after the device reached end of battery life (ebl). As a consequence, the patient experienced a loss of therapy. It was noted that the patient was a high amplitude user, utilizing the therapy continuously. The ipg was retained by the medical facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported being satisfied with the restoration of therapy.